Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, one (1) tube had a deformed cap. There was no report of patient or user impact.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, one (1) tube had a deformed cap. There was no report of patient or user impact.

Manufacturer narrative:
H.6 investigation summary: material #: 367979. Lot/batch #:3272029. Bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper assembly was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."